Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62 ,429688 leads implant date: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to the vad exhibiting low flow alarms with reported flows less than 1.5 l with near syncope, altered mental status, and minimal responsiveness. The international normalized ratio (inr) was sub-therapeutic at 1.7. An echocardiogram showed a dilated inferior vena cava (ivc) and the aortic valve (av) opening with every beat, otherwise unchanged from baseline. A computed tomography angiography (cta) of the chest identified a known outflow graft obstruction that was unchanged compared to a prior study, and logfiles showed an acute severe drop in flow and pulsatility. Given the stability of the outflow graft (ofg) findings, inflow cannula occlusion was considered. A ramp study showed that flow improved with increased speed and aortic valve opening decreased with increased speed, and a basic metabolic panel showed creatinine at baseline. Treatment included fluid resuscitation, inotropes, hypertension management (cardene infusion), and a heparin drip. The vad remains in use. No further patient complications have been reported as a result of this event.